Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter separated. During a nephrostomy tube exchange procedure, the old drain was removed over a glide wire, and a new drain was placed using the stiffening cannula provided in the kit. However, the stiffened cannula would not come out as expected. While attempting to remove it, the drain fractured. A snare device was then used to retrieve the fractured portion of the drain. The procedure took longer than anticipated and required the use of several additional tools, including the snare, to successfully retrieve the broken fragment. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy.. H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.